Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58 -user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI #: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that is comfortable with results from the replacement products.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of all results in the 200's. The expected fasting blood glucose test result range is 100mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call a blood test was performed by the customer and produced test results of 214 and 225mg/dl fasting using the meter. The test strip lot manufacturer's expiration date is 08/31/2020 and open vial date is two weeks ago. The meter memory was reviewed for previous test result history: (B)(6).